Event description:
User having issues with calcium for a year. In 2008, one patient sample had discrepant results. Initial result 11.1 mg/dl, repeat result 10.2 mg/dl. Sample was then tested in a sample cup and gave 9.9 mg/dl. Second repeat result was reported. The field service representative could not verify an exact cause; particulate matter was seen in the sample. It was further noted that replacement of the probes made a considerable difference in the absorbance rates of the calcium assay. He replaced the probes, reagent and recalibrated the assay. He also recommended filtering samples. Performance tests were performed.